Manufacturer narrative:
Fdc code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen femoral bi-caval venous cannula and kits, it was reported this device has a multi and bi caval spec, and the wrong cannula (bi caval) was delivered to the customer, despite the fact that the gtin was obsoleted/on block for netherlands. The surgeon hurriedly placed the device into the patient, but due to design difference and wrong device being delivered, was unable to drain the patient adequately. This led to a low flow issue and an inadequate perfusion. The device was used to complete the procedure. There was no adverse patient effect associated with this event.